Event description:
It was reported the customer received a no delivery alarm during a prime. Customer's blood glucose was unk. Troubleshooting found insulin did not exit with a push plunger. The customer was able to observe insulin exiting with push plunger with a new infusion set. However, their insulin pump continued to alarm no delivery. Customer's insulin pump also alarmed no delivery with a manual prime. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.